Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the fsr discovered that the ground resistance on the cooler heater was not too high and within manufacturers specification. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). During inspection, the field service representative (fsr) discovered the unit's ground resistance was too high and not within manufacturers specifications (equal to or less than .20 ohms). The fsr also noted there was a green wire connected to the under side of cooler heater which appears to be being used for grounding purposes. The field service representative (fsr) informed the user facility's biomedical engineer of issue. The customer declined to allow the fsr to repair the unit, and they will repair it themselves. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.